Manufacturer narrative:
(B)(4). Catalog number: 912069. The reported event is confirmed as the returned product had a bent inserter tip. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Pt identifier: - (B)(6). Unique identifier - (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure, the tip of the anchor inserter bent during use. Another anchor inserter was used to complete the procedure. No adverse events have been reported as a result of the malfunction.